Event description:
The hospital reported during the final portion of a procedure, the doctor noticed the tip of the hook probe was missing. The device was removed, and the procedure completed with curved scissors. The procedure was completed without further surgical intervention. There was no allegations of harm.